Event description:
It was reported that the monopolar curved scissors instrument was dull. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, performance testing was conducted and the instrument was not able to cleanly cut through a piece of latex, with the latex getting pinched at the scissor tips. Engineering observed that the blade edges are slightly rounded at the tips which negatively affects cutting performance. Engineering also discovered that the distal end of the main tube has a .130" x .180" oblong hole burnt through it. The hole center is located roughly .400" above the tube extension. Localized material removed around the hole indicates that an arcing event occurred. The instrument was disassembled and char marks were found on the tube extension and hypotubes in the same location as the hole. A crack in the distal end of the tube was also observed, starting at one of the slot features and running along the side of the hole. It was determined that the crack in the tube most likely created a path for arcing to occur, however, the source of the crack cannot be determined. High generator settings may have also contributed to the damage. Engineering also noticed two sections on the main tube, both approximately 1.75" long and 180 degrees apart, with material removed. The damaged areas are parallel to the tube axis and have a rough surface finish. Based on the location and appearance, the damage was most likely caused by a cannula accessory. No other damage found. Additional investigation is underway regarding the cannula accessories. A follow-up MDR will be submitted if additional information is received.